Event description:
Update on (B)(6) 2013: product forms updates with product codes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: 3 dislocations. Surgeon noted that cup was well set, no excessive wear on the liner and there was no product failure. Cup was too vertical, too open than it should be.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A lot specific search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The original reporting indicates the surgeon noted that cup was well set, no excessive wear on the liner and there was no product failure. Cup was too vertical and more open than it should be. Review of provided patient x-rays confirms the acetabular cup placement is not optimal. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.